Event description:
It was reported that a pt was taken to the user facility for a cranial emergency surgery. The surgeon tried using two stryker sumex drills with two long saber angled attachments. Both the devices had a loss of function. Due to this issue, the pt was transferred to another hospital. During transit, the pt died.

Manufacturer narrative:
The device investigation is ongoing. A follow-up report will be submitted when the investigation is complete.